Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed a broken electrode wire above the fantail. This is not believed to be related to the return reason. The photographic imaging inspection confirmed a broken electrode wire above the fantail. This is not believed to be related to the return reason. System lock was verified. The device passed some of the electrical tests performed. The failure of this device is attributed to an electrode short in the electrode pocket. A corrective action was implemented. This version of the hires ultra device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
A review of the recipient's test data indicates impedance issues. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed that the recipient¿s device is scheduled to be explanted. Advanced bionics is in the process of gathering more information. Once more information becomes available a supplemental report will be submitted.